Event description:
It was reported that twice during surgery, the screw came loose from the screw extender. This added difficulties to the surgery, extended the surgery time 1.30 hours, and necessitated a larger incision to be able to finish surgery.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Eval of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event.